Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-dec-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 10-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the pump was thought to be malfunctioning by the hcp. The hcp decided to replace the pump. During the procedure, the hcp determined the catheters were kinked. The hcp still decided to replace the pump and catheters. There was no reported factors that have led or contributed to the event. There was no reported diagnostics/troubleshooting. Actions/interventions included surgical intervention where the pump and both catheters were explanted on (B)(6) 2019 and will be returned for analysis. It was noted that the issue was resolved at time of event. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6)pounds. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #(B)(4), analysis information -- 2019-06-04 15:42:48 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. The pump was returned, and analysis found no anomalies. The catheter was returned, and analysis found damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that patient was receiving morphine (30 mg/ml at .189 mg/day) via the infusion system. It was reported that the patient was not receiving adequate pain relief which led to the infusion system removal. During the removal it was discovered that the catheter had a break/tear/hole. It was noted that the patient recovered without sequela. No further complications have been reported.